Manufacturer narrative:
UDI:(B)(4). Device history record - the DHR shows no abnormalities related to the reported failure. Mayfield skull clamp was returned for evaluation. The reported complaint was confirmed from the evaluation. The teeth are grinding when rotated. Evaluation showed that the lock has rotational and lateral movement and a residue buildup is present. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking process of the rotational two (2) pin of the mayfield skull clamp (a3059) was difficult to complete . It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.